Event description:
It was reported from (B)(6) that during a neuro operation, "resection of tumour cerebri", the "tip of the cutter broke" when using a cutter device with a craniotome device "for opening the skull." The report indicated that "the cause may be that they cut in a craniofix implant." The report indicated that medical intervention was required. An x-ray was performed after surgery "in order to secure no metal was left in the patient." The report indicated that the patient recovered as planned. The exact date of the event was unknown. It is unknown if there were any delays in the surgical procedure or if a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device lot number was not provided. (B)(6). The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.